Event description:
It was reported that the device was failing the self test upon powering the device on. The local physio-control's field service representative then observed that the device was not powering off. There were no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.